Event description:
It was reported that the catheter was fractured. A 180cm x 135cm x 10 renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the catheter was fractured in the middle of the device. The carrier tube was hydrated prior to removal from the carrier hoop. There was few seconds of time elapsed between the hydration of the carrier tube and the removal of the device. There was no resistance felt during catheter removal. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, inner/outer shaft and hub included microscopic and visual inspection. Inspection revealed a shaft kink located 40 cm from the strain relief. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that the catheter was fractured. A 180cm x 135cm x 10 renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the catheter was fractured in the middle of the device. The carrier tube was hydrated prior to removal from the carrier hoop. There was few seconds of time elapsed between the hydration of the carrier tube and the removal of the device. There was no resistance felt during catheter removal. The procedure was completed with another of the same device. No patient complications were reported.